Manufacturer narrative:
It is unclear what role, if any, the lava ultimate restoration had on the reported extraction outcome. Other factors, such as prior tooth history and dental treatments, may have played a role in the noted outcome.

Event description:
On (B)(6) 2016, a dental professional reported the case of a (B)(6) year-old male patient who required extraction of a tooth. This tooth had been treated with a lava ultimate cad/cam restorative for cerec crown on (B)(6) 2014. Prior to the lava ultimate crown, the tooth had another type of crown material (not specified) which was termed "defective". At some point (date not provided to 3m), this tooth also underwent root canal treatment. Subsequent to the placement of the lava ultimate crown, the crown either debonded or fractured (notes provided by the reporting office were not clear) on (B)(6) 2015 and again on (B)(6) 2016. On (B)(6) 2016, hypersensitivity and decay were noted and extraction was performed.